Manufacturer narrative:
The complaint device reported is 1 x echo-hd-22-ebus-p device of lot number c1070634. A 1 x echo-hd-22-ebus-p device of lot number c1070634 was returned for evaluation. The device was returned with the distal part of the needle separated from the device. The device was received with the needle fully retracted and the stylet retracted approximately 1 cm from the device. There were no kinks observed below the sheath extender or along the length of the sheath when the sheath extender was positioned at reference mark .05r. The needle could be fully advanced and retracted easily during the laboratory evaluation; however the distal part of the needle was missing and had separated at the dimpled section of the needle. The needle extension measured approximately 32mm in length. The distal section of the needle was examined under the microscope and was noted to measure approximately 12.75mm in length. No part of the needle was confirmed to be missing. The tip was examined and was noted to be free of damage. The breakage point was examined under the microscope and the damage indicated that the breakage was as a result of a kink. The customer complaint was confirmed on return of the device as approximately 12.75mm of the distal end of the needle had broken from the device. The complaint information reported that the needle had bent during the first pass and would not withdraw into sheath. A possible cause of the user's difficulty with needle retraction in this incident may be attributed to the needle bending during use. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. As the needle is advanced/retracted during the procedure it is possible that the kink/bend resulted in a breakage. It was confirmed that the needle broke when removing through channel of the scope and not inside the patient. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. A review of the manufacturing records for echo-hd-22-ebus-p devices of lot #c1070634 did not reveal any discrepancies that could have contributed to this complaint issue. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The procedure was successfully completed with another needle and scope. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
During an ebus procedure the needle bent during the first pass and could not be withdrawn into sheath so doctor was forced to remove protruding needle through patient. There was no patient injury caused. The needle broke when removing through channel and scope was damaged. The procedure was successfully completed with another needle and scope. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.